Event description:
Spinal cord stimulation and dorsal root ganglion procedures were done using boston scientific and abbots device on (B)(6) 2025 respectively. The procedures went horribly wrong causing serious spinal cord injury leaving me paralyzed. Both trial failed causing serious spinal cord injury.